Event description:
It was reported that a malfunction occurred on the pump, which displayed malfunction code malf 0. The impact on the customer's blood glucose level was unknown as the query about exceeding 500 mg/dl was declined to be answered. However, there were no adverse events leading up to the malfunction. Due to repeated occurrences of the issue, technical support decided to replace the pump and informed the customer about sending a replacement with updated software. The customer was advised on backup therapy with mdi and informed of the process for returning the defective pump, which they understood and agreed to.